Event description:
It was reported that there was an event of right atrial (ra) lead dislodgment leading to failure to capture and decreased sensing. The right atrial (ra) lead was replaced, and the surgery was successful. The patient was noted as being stable.